Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on 2019-nov-14. It was reported that the patient moved and was unable to find a managing physician to refill the pump. She said that her ¿pump was turned off in (B)(6) 2019.¿ pump interrogation on (B)(6) 2019 states pump stopped for 1092 hours, 15 minutes. The rep called tech services, regarding the difference, who briefly mentioned a call from a provider in march regarding silencing an alarm. The rep was in the operating room. There were no further details on this. The symptoms were unknown. The hcp has not seen patient since before replacement, and was unaware of any symptoms. Customer discarded the device, the hcp did not want to return. There were no further complications reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, lot/serial#: (B)(4), implanted: (B)(6) 2017, product type: catheter, ubd: 23-sep-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient receiving saline (9mg/ml, 0.43 2mg/day) via an implantable pump for non-malignant pain. The patient had been receiving 1 mg/ml of bupivacaine and 2 mg/ml of morphine previously. It was reported on (B)(6) 2019 the physician was doing a catheter revision and possible pump replacement. The patient was not followed for approximately one year and the pump was programmed to stopped pump mode and then to pump off mode. The patient had moved and the pump had been empty since (B)(6) of 2019. Per interrogation, the pump had been stopped for over 1000 hours. The patient reported on (B)(6) 2019 they might have a cerebrospinal fluid (csf) leak and had swelling at the lumbar site. This was described as a bump at the catheter entry site. The patient stated they had the bump in the morning and it would go down in size/resolve through the day. The patient had also experienced nausea and intermittent headaches since the implant, (B)(6) 2017. The cause of the event was not determined. It was indicated the pump was replaced. The area was explored during the pump replacement on (B)(6) 2019. No csf leak was seen at the time of the exploration. A purse string suture was applied prophylactically around catheter site. It was unknown if the issue had resolved at the time of the report, (B)(6) 2019. The patient was directed to follow-up with their pain management doctor for a pump refill with medication. The patient's status was provided as alive - no injury. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative. The company representative had spoke with the managing physician and it was indicated that the symptoms had resolved.